Manufacturer narrative:
The reported issue (it was reported that a 'patient line open' alarm was observed. The staff emptied the pads ad restarted device, connected and disconnected and this did not resolve the alarm. All pads were removed and therapy was continued successfully with a new set of pads.) Was confirmed, as manufacturing related. The pads were inspected and found that the right chest pad had the trim pattern incorrectly performed. The other 3 pads were found with the correct trim pattern. The plastic tubes were found completely assembled, covering the total of clamping rings on the plastic connector and manifold connector. The foams were found free of damages, tears or perforations, the seal between manifold connector and pad was found completed sealed. The energy connectors were found free of damages and the pads were noted with sealing presence. Also, according to the test method, the flow rate was found unacceptable for the right chest pad due to incorrect trim pattern (air leak) and the other pads flow rates were found acceptable. The flow rate for this product must be above 2.4 l/min m2. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: ¿5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4).

Event description:
It was reported that a 'patient line open' alarm was observed. The staff emptied the pads, restarted the device, connected and disconnected the pads, however this did not resolve the alarm. All pads were removed, and therapy was continued successfully with a new set of pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a 'patient line open' alarm was observed. The staff emptied the pads, restarted the device, connected and disconnected the pads, however this did not resolve the alarm. All pads were removed, and therapy was continued successfully with a new set of pads.